Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain/ pelvic area pain'), stillbirth ('stillbirth') and pregnancy with contraceptive device ('pregnancy') in a 28-year-old female patient who had essure (batch no. 632029) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen and uterine enlargement. Previously administered products included for an unreported indication: mirena and motrin. Concurrent conditions included anemia, vaginal bleeding, urinary tract infection, dysmenorrhea, iron deficiency anemia, diabetes mellitus, hyperlipidemia, thyroid disorder, colon cancer, glaucoma, vitamin d deficiency and menometrorrhagia. Concomitant products included ergocalciferol, ergocalciferol (vitamin d2), medroxyprogesterone acetate (depo provera), norethisterone (norethindrone), paracetamol (acetaminophen) and polysaccharide-iron complex (ferrex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure. In september 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced stillbirth (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the stillbirth, pregnancy with contraceptive device, menstrual disorder, menorrhagia, depression, anxiety, migraine and headache outcome was unknown and the vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, depression, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2009 the plantiff claims that essure worsened a previously existing injury/condition. Right tubal ostium- 2 coils remained visible. Left tubal ostium- 2-3 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-feb-2010: confirmed that the essure device was successfully occluded./ total bilateral occlusion. Pathology test - on 14-aug-2018: uterus, cervix, and tubes, hysterectomy and bilateral salpingectomy: cervix with nabothian cysts. Secretory endometrium. Fallopian tubes within normal limits.. Pregnancy test urine - on 06-aug-2009: result- negative. Ultrasound pelvis - on an unknown date: bulky uterus with heterogeneous myometrium consistent with adenomyosis.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : depressive disorder, heavy menses, abnormal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain/ pelvic area pain'), stillbirth ('stillbirth') and pregnancy with contraceptive device ('pregnancy') in a 28-year-old female patient who had essure (batch no. 632029) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain lower and uterine enlargement. Previously administered products included for an unreported indication: mirena and motrin. Concurrent conditions included anemia, vaginal bleeding, urinary tract infection, dysmenorrhea, iron deficiency anemia, diabetes mellitus, hyperlipidemia, thyroid disorder, colon cancer, glaucoma, vitamin d deficiency and menometrorrhagia. Concomitant products included ergocalciferol, ergocalciferol (vitamin d2), medroxyprogesterone acetate (depo provera), norethisterone (norethindrone), paracetamol (acetaminophen) and polysaccharide-iron complex (ferrex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced stillbirth (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the stillbirth, pregnancy with contraceptive device, menstrual disorder, menorrhagia, depression, anxiety, migraine and headache outcome was unknown and the vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, depression, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2009. The plantiff claims that essure worsened a previously existing injury/condition. Right tubal ostium- 2 coils remained visible. Left tubal ostium- 2-3 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded./ total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, and tubes, hysterectomy and bilateral salpingectomy: cervix with nabothian cysts. Secretory endometrium. Fallopian tubes within normal limits.. Pregnancy test urine - on (B)(6) 2009: result- negative. Ultrasound pelvis - on an unknown date: bulky uterus with heterogeneous myometrium consistent with adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : depressive disorder, heavy menses, abnormal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet and medical records received : lot number added. Events added- vaginal haemorrhage, menorrhagia, depression, anxiety, headache, migraine. Outcome of ¿pelvic pain¿ updated to ¿recovering / resolving¿. Outcome of ¿vaginal haemorrhage¿ updated to ¿recovered / resolved¿. Event onset date updated. Essure explant date updated. Concomitant and historical products, lab details and patient¿s medical history added. Reporter information, patient details, product indication updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain/ pelvic area pain'), stillbirth ('stillbirth') and pregnancy with contraceptive device ('pregnancy') in a 28-year-old female patient who had essure (batch no. 632029) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, uterine enlargement and low back pain. Previously administered products included for an unreported indication: mirena and motrin. Concurrent conditions included anemia, vaginal bleeding, urinary tract infection, dysmenorrhea, iron deficiency anemia, diabetes mellitus, hyperlipidemia, thyroid disorder, colon cancer, glaucoma, vitamin d deficiency and menometrorrhagia. Concomitant products included ergocalciferol, ergocalciferol (vitamin d2), iron polysaccharide complex (ferrex), medroxyprogesterone acetate (depo provera), norethisterone (norethindrone) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced stillbirth (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine had resolved and the stillbirth, pregnancy with contraceptive device, menstrual disorder, headache, urinary tract disorder, bladder disorder, cystitis, urinary tract infection and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, bladder disorder, cystitis, depression, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, stillbirth, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2009, (B)(6) (B)(6) 2009. The plantiff claims that essure worsened a previously existing injury/condition. Right tubal ostium- 2 coils remained visible. Left tubal ostium- 2-3 coils remained visible. (B)(6) 2009: trans cervical sterilization. Patient received for treatments for pain, bleeding and bladder/ urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded./ total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, and tubes, hysterectomy and bilateral salpingectomy: cervix with nabothian cysts. Secretory endometrium. Fallopian tubes within normal limits. Pregnancy test urine - on (B)(6) 2009: result- negative. Ultrasound pelvis - on an unknown date: bulky uterus with heterogeneous myometrium consistent with adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : depressive disorder, heavy menses, abnormal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new events added: bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge. Outcome of the events pelvic pain, abnormal bleeding (vaginal, menorrhagia), depression, anxiety and migraines were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), stillbirth ("stillbirth") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), stillbirth (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the stillbirth, pregnancy with contraceptive device and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered menstrual disorder, pelvic pain, pregnancy with contraceptive device and stillbirth to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.